Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that after they fell and were helped up, they noted that the implantable cardioverter defibrillator (ICD) had migrated. The patient pushed the device back into position. The device remains in use. No patient complications have been reported as a result of this event.